Event description:
It was reported that the patient had inappropriate shocks due to oversensing. The sensing vector was set to the primary vector. The sensing was checked and all three of the sensing vectors were failing. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted. T was reported that the patient went to the clinic because the system kept shocking him. The patient's rhythm was in supra-ventricular tachycardia at a rate of 153 bpm. The device was beeping. The clinic had to apply a magnet to stop the device from shocking. The system remains implanted. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis yet; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however the device has not been returned yet. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
T was reported that the patient went to the clinic because the system kept shocking him. The patient's rhythm was in supra-ventricular tachycardia at a rate of 153 bpm. The device was beeping. The clinic had to apply a magnet to stop the device from shocking. The system remains implanted. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.